Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation, a pin in the belt trunk cable connector was bent. The root cause for the bent pin was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.